Manufacturer narrative:
No product has been returned for investigation at time of file. Retain testing of the strip lot has been requested since the strip lot is unknown. A follow up report will be filed.

Event description:
Routine complaint investigation a consumer reported receiving imprecise sequential readings within a ten minute time frame on the precision qid blood glucose meter. The customer performed three tests on two occasions. Readings of 60,130,110 mg/dl were obtained within a ten minute timeframe. On the second occasion readings of 80,105, 139 mg/dl were obtained within a ten minute time frame. The results when plotted on to a parkes error grid fell into the "c" zone which is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.